Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that during a coronary angiography plus stenting procedure, the blood flow rate was less than 1.0 l/min while the ECMO was operating at 2000 rpm. During the investigation of the low blood flow, which ranged from 0 to 1.0 l/min, abnormal noise was detected from the pump head and the emergency drive was immediately switched to for drive power. During operation of the manual pump, the manual pump overheated and failed to provide driving power, with the blood flow rate remaining below 1.0 l/min. Reflux of oxygenated blood was observed, and a malfunction of the manual drive pump was diagnosed. The original drive pump of the ECMO unit was then replaced, and ECMO support was resumed without abnormal pump head noise; however, the blood flow rate still remained between 0 and 1.0 l/min. Repeated inspections ruled out kinking of the circulation circuit, and a comparison test using two flow sensors confirmed the accuracy of the flow rate monitoring. After completion of the interventional procedure, inspection of the cannula tip position and puncture site confirmed that the cannula tip was correctly positioned and that no bleeding or compression was present, and adjustments to the cannula position did not increase the blood flow rate. After removal of the dressing at the ECMO cannulation site, it was identified that the soft tube segment of the right inguinal venous cannula collapsed when the ECMO rotational speed was increased, resulting in failure of normal venous drainage. The maquet ECMO venous cannula was immediately replaced with another manufacturer ECMO venous cannula, after which ECMO support was performed smoothly with a normal blood flow rate. No harm to any person was reported. Since the failure was detected during treatment, and the flow rate was affected, the complaint is reportable.